Manufacturer narrative:
No product has been returned for evaluation,t radiographs/images were provided to confirm the alleged event. Even tough root cause cannot be confirmed, based on the information provided, it was identified patient suffered a fall, did not follow post-operative physical activity restrictions and excessive loading may have contributed to event. Labeling review: "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, pain, discomfort or abnormal sensations due to the presence of the device..." "...warnings, cautions and precautions: internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break...." "... Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications...".

Event description:
On june 24, 2020, information was received that patient experienced bi-lateral rod fractures. As per reporter, excessive weight may be transferred to the rods. Patient underwent a revision procedure on (B)(6) 2020.

Event description:
Reference section h10 for updated information.